Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems that an ar-6411 reduce pump tubing w/connector had an issue with the pressure sensor. It runs on high and running out of control. Another device was swapped, and the same issue occurred. The case was completed by using another device with a different lot number. This was discovered during an unspecified procedure, with no reported adverse event or patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error. Per dfu-0140-eo revision 0, h. Directions for use: warning: do not disconnect and reconnect the same tubing set under any circumstances. Once disconnected from the pump, the tubing set must be discarded and a new tubing set installed. Failure to do so may result in pump failure and patient injury. Failure to follow these instructions may pose a danger to the patient. Do not use the unit if the rollers turn continuously after the tubing has been clamped.